Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the patient received a blood glucose result of 300 mg/dl on the accu-chek performa combo meter and injected 2 units of unknown insulin to correct. Approximately 2 hours later, the patient woke up with hypoglycemia in the ambulance car with a blood glucose result of 19 mg/dl. The patient received unknown treatment from the paramedics. The patient was not transported to the hospital. No further information was provided.